Manufacturer narrative:
Additional information: h6, h10. Device evaluation: one smiths medical level 1 hotline blood and fluid warmer was returned for analysis with dirty and scuffed enclosure, a lot of label residue, dirty pole clamp, old and worn line cord, and old-style printed circuit board (pcb), enclosure and drain fitting. During analysis, the reported problem was able to be duplicated. It was noted that the micro switch was damaged, bent and did not function as it should, and was the cause of the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Manufacturer narrative:
G4: aware date of additional information is 02/05/2020. H6: patient code updated to reflect code 2645.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was alarming. The reporter stated they were "unable to do anything with the device". No adverse effects were reported. Additional information was received on 02/05/2020 indicating that a message was displayed while the device alarmed. The specific message was not provided. The product problem was observed during testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was alarming. The reporter stated they were "unable to do anything with the device". No adverse effects were reported.